Event description:
It was reported that the right ventricular (rv) lead tripped a lead integrity alert (lia) due to oversensing of non-physiologic sensing with elevated short interval counts (sic) and non-sustained tachycardia. Fluctuating rv pacing impedance was noted. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (B)(6) 2010. (B)(4).